Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in (B)(6). Analysis results: the consumer indicated that the product was threw away and it will not be returned to confirm a malfunction has occurred. Product not returned to manufacturer.

Event description:
The consumer alleged that their essence power toothbrush caught on fire while plugged in. No indicated visible flame or property damage / injury reported.